Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with a broken screen was observed, and a replacement unit was provided while the customer transitioned to backup therapy and synced the device prior to return. Symptoms included no reported adverse health effects and no alerts or alarms. Outcomes included continued diabetes management without impact to blood glucose and use of backup therapy until the replacement adapted. Investigation included collection of device history through customer interview and request for device synchronization and return for assessment. Investigation of this device revealed a damaged display component consistent with physical damage to the screen, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen due to handling or external factors.